Manufacturer narrative:
Additional information: the following components were received in the return: a catheter assembly with sensor and tether wires intact. Visual inspection of the skiving portion of the catheter identified a protrusion near the back end of the distal skive. Visual inspection of the sensor and hub were found to be normal. Inspection of the length of the catheter identified a slight bend at the distal tip. A test guidewire was confirmed to protrude through the coil at distal tip. The results of the investigation are that the observations in the event description are confirmed. A kink in the catheter could potentially lead to a puncture in the catheter wall with excessive force from the guidewire. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported puncture could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the guidewire punctured a hole in the delivery catheter. A non-abbott nitinol wire was used for access initially, but it lost access. The delivery catheter coiled in the right ventricle, and was pulled back causing wire position to be lost. The sheath and catheter were removed. A 12 french sheath was placed. The removed sheath was cut, and the physician washed the sensor and delivery catheter. A replacement steel guidewire was used. The sensor and catheter were advanced over the guidewire, but kept splitting to one side, and there was separation between the catheter and the guidewire. The delivery catheter and sensor were removed. Once outside the patient, a wire was passed through the catheter and an apparent break was confirmed that allowed the wire to pass through proximal to the catheter tip. A replacement sensor and delivery catheter were used to complete the procedure. The patient experienced no adverse consequences.